Event description:
Per the clinic, the patient experienced intermittencies with device use; however the issue could not be resolved. The device was explanted on (B)(6), 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Manufacturer narrative:
This report is filed may 21, 2014.